Event description:
It was reported that the pen needle autoshield duo 30gx5mm jp experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: the customer reported about a broken needle npe.

Manufacturer narrative:
H.6. Investigation: one photo was returned from lot. No. 0203799, cat. No. 320705. Visual examination of the returned photo was carried out and a broken cannula attached to an insulin pen was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photo and the fact no physical sample was returned for investigation this cannot be confirmed to be manufacturing related. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen needle autoshield duo 30gx5mm jp experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: the customer reported about a broken needle npe.